Manufacturer narrative:
Results - fluid leaking from battery.

Event description:
It was reported by service report that fluid is leaking from the battery. No pt involvement or adverse consequences are reported.